Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving sensor scans in the ¿140¿s¿ and consequently, the customer felt sick and vomiting. The customer was seen in the ICU where he was diagnosed with diabetic ketoacidosis (dka) and received glucose via IV and possible fluids for dehydration. There was no report of death or permanent impairment associated with this event.